Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead dislodged multiple times after multiple positioning attempts. The suspected cause was the lv lead not being the correct shape for the accessed vein. The lv lead was not used and a new lv lead was used to successfully complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the entire lead did not find any anomalies. The double bend height was measured to be within specification.